Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the guidewire became lodged within the ivus catheters inner lumen, preventing further advancement into the lesion. No patient complications were reported.